Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was hospitalized for a driveline infection. There were no unusual events recorded in the log file event history and the device operated as intended.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was later reported that the patient was initially admitted on (B)(6) 2023. The patient experienced pain and bleeding at driveline exit site. Blood cultures were positive for staph and abdominal wound cultures were negative. The patient was given antibiotics during admission and upon discharge was prescribed antibiotics for six weeks. The patient was discharged on (B)(6) 2023. The patient returned less than 24 hours later with a fever. Computerized tomography showed an abdominal abscess. On (B)(6) 2023 the patient underwent a procedure to remove the abscess and performed driveline revision drainage. The patient is still currently admitted and the infection has no resolved.